Event description:
Two drill bits broke inside the patient's tibia and were left in the bone.

Manufacturer narrative:
Examination was not possible, as the products were not returned. The lot numbers were not provided in order to review the inspection records. A two-year search of the complaint database did not identify a trend. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.